Manufacturer narrative:
A philips remote application specialist (ras) spoke with the customer. The manager of the unit indicated alarms were generated but the nursing staff silenced the alarms from the central station without checking on the patient. The ras remotely accessed the customer system and found the room 2b-23 in the logs. The time and date of event in question: august 11, 2025 starting at 0300. The ras identified many red and yellow alarms that were acknowledged from the pic k02ccuov. The only alarm that was noted as acknowledged from the monitor in room 2b-23 was at 05:08:48. All other acknowledgements 18:24:39 on august 10th through 05:08:48 on august 11th are logged as happening from k02ccuov, k02icub and k02pcuov. The ras exported the logs by room number with all filters except alarm sounds as the files were too large. The ras indicated that the customer biomed and manager are not reporting any philips equipment malfunction. This information was needed to corroborate the report that the nurse had not silenced/acknowledged the alarms from the patent's room, only from the pic k02ccuov. This was evident in the audit logs. There was no confirmed product problem. Upon follow-up with the customer, the ras was requested to look at the audit log for alarm limit changes. The ras found that the patient was admitted on (B)(6) 2025 and the hr/pulse alarm was changed to 35 on (B)(6) 2025 at 1032:52 and lowered again on (B)(6) 2025 at 1412:49 to a low hr/pulse of 32. Both of these changes were completed at the bedside monitor. That is why there were not any low yellow hr alarms from then. There would have only been red alarms after the patient hr/pulse was less than 32. The ras provided the customer with the requested information to resolve the issue.

Event description:
It was reported the customer requested assistance with clinical audit logs, as the manager indicated alarms were silenced and the patient passed away.